Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, reservoir does not stay locked in. The insulin pump was received missing o-ring and end cap sticker. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that pieces broke off from reservoir compartment causing reservoir to not be able to lock in place. Customer reported that damaged may be due to wear and tear. Customer's blood glucose was 315 mg/dl. Customer was advised that insulin pump would need to be replaced.